Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that the device was not working and hadn't worked for a little bit. The patient said that at times poop pops and she can't get it to stop, and at other times she can't stop peeing and has to do something about it. When asked, the patient said that the implant worked fine until she left the device at home for a day, and since then, the programming has changed and she hasn't been able to get the device to work right. The patient said that this was about three months after receiving the implant. The patient said that people across the street have hacked into their devices. The patient also said she now feels pulsations in the rectum, which started about a month ago. Reviewed therapy information and general programming guidance. With instruction, the patient connected to the implant and decided to decrease to a lower setting, as therapy was helping better at a lower setting. The patient then ended the session, reconnected, and confirmed that the setting stayed the same. Patient to track all adjustments. Patient will maintain stimulation level and track symptoms. The patient was redirected to notify the managing physician of their concerns and schedule an appointment for a device check and reprogramming session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.